Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic benefit since the pump replacement, especially increased baseline pain. The health care professional (hcp) believed that the catheter was in the correct location but pt did not. Pt visited the ER for pain relief and after getting intravenous dilaudid, she felt pain relief for several hours. Pt was presently at home. It was also stated that the hcp was unable to inject dye, and so they were unable to get contrast on the MRI. MRI was "inconclusive", a CT myelogram was to be done. It was noted that the doctor had not put morphine in the pump since the last replacement. Current medications in the pump included dilaudid, clonidine and bupivacaine.